Event description:
The email received for the (B)(4) study indicated that approximately 4 years after pci, restenosis was found of the target lesion. During the index procedure, pci was performed on a lesion in the 3rd om. The 90% de novo lesion in the om was 21mm in length in a 2.4mm vessel diameter. The lesion was pre-dilated with a 2.2x15mm non cordis balloon catheter at 8 atm. The lesion was classified as type a. A cypher stent (cxs28250) was noted to be too large. The device was withdrawn from the patient and a 2.25.x23mm cypher stent was deployed at 16 atm. Post-dilatation was performed with a 2.25x12 mm balloon at 14 atm. The residual diameter stenosis measured 10%. Timi ii flow was recorded pre-procedure and timi iii flow was restored post-procedure. Cec minutes received states that the target lesion was the 3rd obtuse marginal (om) in which a cypher stent was placed but the target lesion was the 1st lpl (left posterolateral artery) not the 1st om per core lab. Additionally, according to the minutes, approximately 4 years later the patient returned with 59% in stent restenosis of the stent placed in the 1st lpl.the cec minutes indicated that at inclusion, there was placement of one study stent in the 3rd om. The angiographic core lab identified location of the target lesion in the 1st lpl (left posterolateral artery) and reported an 18% final residual in-lesion stenosis with no dissection and timi 3 flow. The post-procedure course was uncomplicated and the patient was discharged on on the following day on asa and clopidogrel. Almost four years later, the patient was admitted to outside facility with complaints of chest pain that he noticed while doing activities associated with shortness...

Manufacturer narrative:
The email received for the cypress study indicated that during the index procedure the cypher stent (B)(4) was noted to be too large. The device was withdrawn from the patient and the procedure was completed with another cypher stent (B)(4). Additional information was received that the patient had target vessel, non-target lesion revascularization in the proximal circumflex with a drug eluting stent approximately 32 months after the index procedure. During the index procedure, pci was performed on a lesion in the 3rd om. The 90% de novo lesion in the om was 21mm in length in a 2.4mm vessel diameter. The lesion was pre-dilated with a 2.2x15mm non cordis balloon catheter at 8 atm. The lesion was classified as type a. The 2.25.x23mm cypher stent was deployed at 16 atm. Post-dilation was performed with a 2.25x12 mm balloon at 14 atm. The residual diameter stenosis measured 10%. Timi ii flow was recorded pre-procedure and timi iii flow was restored post-procedure. Cec minutes received states that the target lesion was the 3rd obtuse marginal (om) in which a cypher stent was placed but the target lesion was the 1st lpl (left posterolateral artery) not the 1st om per core lab. Additionally, according to the minutes, approximately 4 years later the patient returned with 59% in stent restenosis of the stent placed in the 1st lpl. The cec minutes indicated that at inclusion, there was placement of one study stent in the 3rd om. The angiographic core lab identified location of the target lesion in the 1st lpl (left posterolateral artery) and reported an 18% final residual in-lesion stenosis with no dissection and timi 3 flow. The post-procedure course was uncomplicated and the patient was discharged on the following day on asa and clopidogrel. Almost four years later, the patient was admitted to outside facility with complaints of chest pain that he noticed while doing activities associated with continued in not shortness of breath. Subsequent functional ischemia study revealed reversible defects. He was transferred for cardiac catheterization two days later. Per admission report at the second facility, cardiac enzymes in the outside facility were cycled three times and were negative and the ECG showed no acute st changes. The admission report further provided laboratory records of troponin was less than 0.01. It further noted that the troponin was less than 0.01 at 3, 6 and 12 hours with the ck of 195, 174, 165 and 164. Repeat angiography on the following day at 07:23 for unstable angina in presence of a positive functional ischemia study revealed a 59% diffuse intra-stent restenosis of type ii with no thrombus and timi 3 flow in the 1st lpl reported by the angiographic core lab with the following note: ¿no target lesion revascularization; remote target vessel revascularization.¿ the catheterization summary reported a 98% stenosis in the proximal cx and a 50% stenosis in the mid cx, patent stent in the left pda, moderate disease in the proximal lad and the distal left pda. The rca was occluded at its proximal portion and left-to-right collaterals were appreciated. The patient underwent successful treatment with placement of one drug-eluting stent in the proximal cx. At 08:34 (following the pci) the ck was 119 (nl 308, ratio <1), the ckmb was 0.9 (nl 5.0, ratio <1), and the troponin was 0.102 (nl 0.045, ratio 2.27). At 14:48 the ck was 99 (ratio <1), the ckmb was 0.8 (ratio <1), and the troponin was 0.090 (ratio 2.00). At 20:46 the ck was 97 (ratio <1), the ckmb was 0.9 (ratio <1), and the troponin was not tested. The site reported no post-procedure complication. The patient was observed overnight and discharged on the following day on dual antiplatelet therapy. The patient is a (B)(6) male with medical history including angina, previous pci ((B)(6) 2006), hyperlipidemia, hypertension, diabetes mellitus (type ii controlled with oral antidiabetics), obstructive sleep apnea and history of smoking. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product the reported customer complaint of stent size too large could not be confirmed. With the limited information provided one can only speculate that the incorrect stent size was most likely related to misjudgment of the lesion size on the part of the practitioner. Choosing the correct size stent for a particular lesion is related to skill and experience of the practitioner. There is nothing to indicate that there is a design or manufacturing related issue therefore no corrective action is required. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two events associated with this patient that were reported under report numbers 3003742446-2010-00219 and 3003742446-2014-00042.

Manufacturer narrative:
Cont of desc of event: of breath. Subsequent functional ischemia study revealed reversible defects. He was transferred for cardiac catheterization two days later. Per admission report at the second facility, cardiac enzymes in the outside facility were cycled three times and were negative and the ECG showed no acute st changes. The admission report further provided laboratory records of troponin was less than 0.01. It further noted that the troponin was less than 0.01 at 3, 6 and 12 hours with the ck of 195, 174, 165 and 164. Repeat angiography on the following day at 07:23 for unstable angina in presence of a positive functional ischemia study revealed a 59% diffuse intra-stent restenosis of type ii with no thrombus and timi 3 flow in the 1st lpl reported by the angiographic core lab with the following note: ¿no target lesion revascularization; remote target vessel revascularization.¿ the catheterization summary reported a 98% stenosis in the proximal cx and a 50% stenosis in the mid cx, patent stent in the left pda, moderate disease in the proximal lad and the distal left pda. The rca was occluded at its proximal portion and left-to-right collaterals were appreciated. The patient underwent successful treatment with placement of one drug-eluting stent in the proximal cx. At 08:34 (following the pci) the ck was 119 (nl 308, ratio <1), the ckmb was 0.9 (nl 5.0, ratio <1), and the troponin was 0.102 (nl 0.045, ratio 2.27). At 14:48 the ck was 99 (ratio <1), the ckmb was 0.8 (ratio <1), and the troponin was 0.090 (ratio 2.00). At 20:46 the ck was 97 (ratio <1), the ckmb was 0.9 (ratio <1), and the troponin was not tested. The site reported no post-procedure complication. The patient was observed overnight and discharged on the following day on dual antiplatelet therapy. This device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.